Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The content of this complaint was reviewed by the legal manufacturer (lm). The lm reported that the root cause of the event could not be conclusively determined. No abnormality on channels of the subject scope was detected, via the quality inspection report (qir). The lm recommends the customer refers to the instruction manual. Reprocessing manual) states to confirm the tip of a clean brush after use. It also states to retrieve the tip of the brush in case it was dropped in scopes. IFU instruct to check residues and/or abnormalities by inserting endo therapy accessories to the channels during inspection prior to use. We verified that performance of reprocessing been secured by conducting reprocessing in accordance with IFU. Therefore, the factor to cause of ¿cleaning brush tip found inside suction channel¿ is the tip remained in the channel. The cause of the event cannot be conclusively determined. There was no report on abnormality of the scope interior and a cleaning brush is consumables. Therefore, we presumed that deteriorated tip of the brush was broken and dropped into the scope. The cause of the tip of brush remained in the channel cannot be conclusively determined. IFU instructs to confirm the tip of the brush after reprocessing. It also instructs to retrieve the tip in case it was dropped into the device. From above, the event was seemingly due to the user who did not conduct reprocess in accordance with IFU, and/or did not conduct inspection of the brush after reprocessing. The event is preventable by conducting reprocessing/inspection in accordance with IFU.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to the service center for evaluation. The user¿s complaint was duplicated. The scope¿s biopsy channel was visually inspected using a boroscope. There were scrapes and kinks observed in the channel. The objective lens was found to have minor chips on the edge but not affecting the image. The scope¿s control knobs was working properly, no clicking noise and all switches were working. The image quality was inspected and there was no flickering on the image and the focusing was normal. There was no fluid invasion. The most likely cause for the reported event is user mishandling. The instruction manual warns users ¿when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury.¿ also, ¿if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during an unspecified procedure, the distal tip of the cleaning brush was found in the suction channel. There was no report of any foreign object falling into the patient. It is unknown if the intended procedure was completed. There was no patient injury reported.